Event description:
It was reported there was difficulty aspirating fluid through the catheter access port (cap). A second cap kit was tried. There was a volume discrepancy noted. Physician was accessing the cap to change concentrations from 4000mcg/ml to 500mcg/ml and decrease the daily dose. The physician was never able to aspirate the catheter, only air. The patient was referred to the surgeon for further evaluation. Additional information received reported that troubleshooting under fluoroscopy revealed that catheter was not intrathecal. The surgeon stated it had most likely been years that this patient hadn't been receiving drug. The patient wanted the pump to be removed as he felt his spasticity wasn't severe enough to use it. The patient had no issue with withdrawal. It was not reported whether or not the pump was explanted. No patient outcome was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Results refers to the catheter.